Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user, who contacted dario while in the ER, reported that prior to contacting dario, she had been received high bg readings for the past two weeks and was medicating with insulin based on her dario readings. Due to the above, the user was sent to the ER by her physician. In the ER, the user tested her bg level and received a reading of over 500 mg/dl with her dario meter compared to a bg reading of 220 mg/dl with the hospital's meter and 220 mg/dl from the user's non-dario meter.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using a cartridge of strips with an expiration date of july, 2020 and was therefore expired. Dario's user guide states in the section "factors that may lead to inaccurate results: check the "use by" date on the test strip cartridge. Do not use the test strips after that date." It was also determined that the user was transferring strips from one cartridge to another. Dario's user guide states in the section "storage and handling", " do not transfer test strips from one cartridge to another." The user also reported that she stores her cartridges of strips in the kitchen. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the kitchen can cause unexpected results. Dario's representative instructed the user to open a new cartridge of strips, however she reported that she had none with her to test with in the ER. Multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to the misuse of strips. There is not enough information regarding the old strips and old meter to investigate. No resolution is available.